Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer successfully resumed insulin delivery after troubleshooting with tandem technical support. Customer¿s blood glucose level was 143 mg/dl.